Event description:
It was reported that the user¿s ilet pump repeatedly presented restart alerts and then displayed an ¿unable to proceed¿ alert during fill tubing, leading to failure to infuse insulin and a consecutive motor stall associated with the motor component; blood glucose reached 460 mg/dl, and the family transitioned to subcutaneous insulin using a pen. Symptoms included hyperglycemia, vomiting, and concern for elevated ketones or diabetic ketoacidosis, as well as a stomachache. Outcomes included no long-term health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem and device malfunction consistent with failure to infuse due to a stalled motor linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.